Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: a sample was available for evaluation. A visual inspection and functional tests were performed, revealing no abnormalities. The reported condition was not confirmed. The root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
The facility's administrator reported to baxter (B)(4) that a solution administration set had a hole in the tube. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.